Event description:
A surgeon reports that following intraocular lens (iol) implant surgery in the right eye (od), a pt developed endophthalmitis. Visual acuity (va) at one day post op (2004) was 20/30 with 1+ cell and flare. Two days later, the pt saw a retina specialist and va was 20/200 2 days later. The pt was treated with antibiotics and steroids. Three wks later the surgeon stated the pt was doing well. Va was 20/30+. The association between this event and the iol is not known. Additional info has been requested.